Manufacturer narrative:
Visual inspection verifies the seal is cracked. The complaint is confirmed. Corrective action has been initiated to address this issue.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.